Event description:
The patient was being supported with a ventricular assist device for acute support. It was reported that a centrimag system (2nd generation centrimag primary console) gave an audible and visual alarm code of m4 ¿ motor alarm. The motor was replaced to resolve the issue. The vad coordinator confirmed no event or impact on patient due to reported issue. Initial non-reportable justification: a motor alarm and the motor was replaced to resolve the issue. The vad coordinator confirmed no event or impact on patient due to reported issue. There was no reported delay in procedure. There were no further issues reported and the system alarmed appropriately. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.

Manufacturer narrative:
The manufacturer is closing the file on this event.